Event description:
The lead was explanted due to dislodgement. The patient has a tricuspid regurgitation disorder.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.